Event description:
It was reported that review of the log files revealed a no external power event while connected to the mobile power unit (mpu) on (B)(6) 2025 at 11:16:47.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6) 2025, at 11:16:47, no external power alarms were captured while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v. The alarms resolved on (B)(6) 2025, at 11:16:50, when power was restored to both power cables. The backup battery supported the system without issue during this event. The no external power alarms did not impact the controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from either the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported event, if the mpu was exchanged, and if the mpu would be returning; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.